Event description:
It was reported that a merlin.net transmission showed non sustained right ventricular oversensing due to lead noise. Additionally, a slight increase in pacing lead impedance was also noted. The lead was capped. The patient was discharged and sent home.

Manufacturer narrative:
(B)(4).